Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 02" (compression tracking error) was confirmed during functional testing and archive data review. The root cause for ua02 was due to a defective load cell. The cracked cover and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, a cracked front enclosure and damaged cable reset switch were observed on the returned autopulse platform. These types of physical damages was likely due to mishandling. The front enclosure and cable reset switch will be replaced to address these damaged parts. During archive data review, multiple ua2 were observed, thus confirming reported complaint. Also, ua7 (discrepancy between load 1 and load 2 too large) was recorded in the archive, related to ua2 since the investigation finding revealed of defective load cells caused both error messages. The initial functional testing on the returned autopulse platform failed due to "(ua) 02" (compression tracking error) upon powering on, thus confirming the reported complaint. The load cells will be replaced to address ua02, and ua07 that was observed in the archive. Awaiting customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - "(ua) 02" (compression tracking error) message. Advisory ua02 could not be cleared by the user. No patient involvement.